Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor. Performed continuity resistance testing and the sensor passed per specifications. Performed bicarbonate buffer test and the sensor failed with high readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump went into threshold suspend when his blood glucose level was not low. The customer also received false low alarms. Customer's sensor glucose reading was 51 mg/dl but his blood glucose level was 109 mg/dl. The sensor and blood glucose difference was not within acceptable range. About one or two sensors had a bent cannula. The customer was advised that the device would be replaced and agreed to return the product for analysis.